Event description:
Event description guidant received information that the patient with this transvenous defibrillation lead developed a pericardial effussion approximately two weeks post implant. This efusion required surgical evacuation of the bodily fluid from the pericardial sack, as tamponade was observed. This patient was discharged from the hospital following the procedure. There have been no reported symptoms associated with this clinical observation.